Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. No photo or sample received. Investigation comments: unconfirmed. Bd was not able to duplicate or confirm the customer's indicated failure mode. The specifications of the complaint batch is 20g. No abnormality found in the incoming material, the whole assembly process and packing process; according the returned information, found blood leaked from septum after flushing, no abnormality occurred during insertion. Septum leakage complaint rate is 1.23cpm in fy16 and fy17 is 0.97cpm, lower than the upper limit r&d specified. In conclusion, because the complaint sample is not returned, plant can't finalize the root cause for septum leakage. (Product within specification? Yes). Probably root cause/s: because the complaint sample is not returned, plant can't finalize the root cause for septum leakage. (B)(4).

Event description:
It was reported that blood was leaking from the bd pegasus¿ safety closed IV catheter system 20g x 1.16 in. During use. No report of medical intervention or serious injury.